Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that during the reprocessing, the subject device was failed in unspecified automated endoscope reprocessor with blocked channel pressure high. During incoming inspection at olympus europa se & co. Kg (oekg), it was found that foreign material came out from the air/water nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found that the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Omsc surmised that the insufficient and/or inappropriate reprocessed scope (the subject device) was used for the next procedure. Based upon the information from (B)(4), past similar case and the instruction for use (IFU), omsc considered that the reported phenomena were attributed to the followings. The foreign material came out from the air/water nozzle; the fibers used in the facility, the fragments of the injection tube and/or silicone rubber products used in the endoscopy room which was accessories of the scope was remained, because there was a difference between the cleaning, disinfection and sterilization (cds) process by the facility and the cds process recommended by the IFU. The insufficient and/or inappropriate reprocessed scope (the subject device) was used for the next procedure; there was a lack of cds training and handling of the scope's IFU for the facility staff.